Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment, however, during the procedure, it failed to pass the lesion and the stent dislodged as the stent strut was caught with the calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the stent was severely stretched and pulled out over the distal tip section of the device. The stent struts were stretched and misaligned throughout its entire length. A review of the stent crimp outer diameter recorded at the time of manufacture is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no damage. The device was received in two sections a result of a break in the distal extrusion. The break was located at 1.5cm distal from the port site. No issues were noted with the actual extrusion which could have contributed to the break. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment, however, during the procedure, it failed to pass the lesion and the stent dislodged as the stent strut was caught with the calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.